Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead, there was difficulty placing the pacing lead in multiple and when inspected the pacing lead appeared bent. The pacing lead was capped. A new pacing lead was successfully placed. No patient complications have been reported as a result of this event.